Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hcg result was sample handling. The IFU for the dimension(r) flex(r) hcg reagent cartridge states; "follow the instructions provided with your specimen collection device for use and processing." And "specimens should be free of particulate matter." The instrument is performing within specifications.no further evaluation of the device is required.

Event description:
A falsely depressed (negative) hcg result was obtained on a patient sample. The result was reported to the physician who questioned the result. A redraw sample was tested and a positive result was obtained and reported. The original sample was repeated and an elevated (positive) result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hcg result.